Event description:
It was reported that during attempted closure of an unspecified access site, the suture threads did not come out with the proglide device. Manual arterial compression was applied to achieve hemostasis. An extra proglide device was received at abbott. Based on the device analysis, it appears that the suture was not successfully retrieved (posterior cuff miss occurred); therefore, could not have achieved hemostasis. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported unspecified failure mode was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device is filed under a separate medwatch report number.